Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the machine was stopped working and went to a blank black screen. The customer stated that this malfunction occurred during a case with a patient on the table. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine stopped working and displayed a blank black screen. The technical support specialist (tss) reviewed the device event logs and shared the findings with the user. The device was confirmed to be in good condition, with a normal status, online, and showing no alarming or concerning errors, including hardware issues. The system functioned as intended after the technical support specialist troubleshooted the issue.